Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a bend in the lead's distal part was noted. Further there were cuttings in the insulation. The bend of the lead's distal part as well as cuttings in the insulation resulted most likely from the explantation procedure. Furthermore the analysis revealed deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these deformations were caused by overrotation of the inner coil during surgery. As a next step coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, was a bend distal part, a deformed inner coil, cuttings in the insulation and coagulated blood found. There were no indications of a material or manufacturing problem during the analysis noted.

Event description:
This lead became dislodged and was explanted on (B)(6) 2013. Should additional information become available, this file will be updated.